Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the device was working after exchanging the lamp assembly from an alternative light source. Tac advised the customer to switch back the lamp assembly if the lamp hours on either light source is unknown. The e102 error signify that the main lamp sensing circuit failed to detect that the lamp was illuminated. Tac mentioned the cause was due to various reasons inside the light source and advised the customer to send in the unit for repair if the malfunction reoccur. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e102 error occurred with the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the e102 error is due to the malfunction of the power supply units such as the main printed circuit board, igniter unit or xenon lamp in the light source device. Since the subject device was manufactured more than five years and ten months ago, it is presumed that that temporary malfunction occurred due to chronological deterioration. Olympus will continue to monitor complaints for this device.